Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was no sure if the pump time was correct in the past. There was no impact to blood glucose. Tandem technical support assisted the customer with confirming the current time/date were correct.